Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2019. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient code e172001 capture the reportable event of perinephric abscess. Imdrf impact codes f08, f19 and f2303 capture the reportable events of readmission, interventional radiology perinephric drainage and antibiotic treatment.

Event description:
Note: this report pertains to one of three devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon and percutaneous access needle were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2019 . The patient experienced perinephric abscess. The patient had to be readmitted for interventional radiology perinephric drainage and antibiotic treatment.